Event description:
N/a.

Manufacturer narrative:
Duragen dural graft matrix (duragen) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 3 reports linked to mfg report numbers 1121308-2021-00036 and 1121308-2021-00038. A facility reported that infection was observed after placing duragen dural graft matrix during a lumbar puncture procedure. The infection also occurred in the fornix, including the posterior fossa. The type of infection is unknown. Additionally, it is unknown if treatment or medication was provided after infection occurred. No further information has been provided.